Manufacturer narrative:
The following other devices were also listed in this report: triathlon asymmetric x3 patella; cat# 5551-g-350; lot# unknown, triathlon cr fem comp #6 r-cem; cat# 5510f602; lot# unknown, tri ts baseplate size 6; cat# 5521-b-600; lot# unknown, tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# unknown, triathlon stem extender 25mm; cat# 5571-s-025; lot# unknown, simplex p with tobramycin 1 pack; cat# 6197-9-001lot# unknown, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer

Event description:
Surgeon performed a revision due to infection on patient's knee. Surgeon implanted antibiotic spacer and beads to clear infection. Patient developed severe bed sores as the patient refused to get out of bed after primary implant surgery and the sores became infected and the infection transferred to his knee as a result.